Event description:
An injection gold probe hemostasis catheter was planned for use in 2008 (patient age, gender and weight unknown). According to the complainant, "the nurse dipped the tip of the probe in ky jelly to look for bubbles which would signify that the device is working. No bubbles were seen." The procedure was completed with a different device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The complainant was not able to provide the batch number of the device; therefore the device manufacture date is unknown. The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. Product unavailable for analysis.